Event description:
While transferring resident from chair to bed, using the vanderlift, the nurse assistants heard "loud" noises. The base of the lift cracked and split apart with the lift's arm falling towards the floor with resident in sling. Inspection history of lift reviewed. Lift examined by corporate staff and distributor, who informed manufacture. All remaining lifts inspected.